Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for low blood glucose. Customer's blood glucose was 24 mg/dl. The customer stated they had a kinked tubing and was unable to change it in time, leading to their hospitalization. The customer also believed their low blood glucose event was caused by over correcting with a bolus. Customer's blood glucose rose to 100 mg/dl after being treated with a glucagon shot. No additional information provided.